Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Once the device is received a supplement report will be submitted. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Manufacturer narrative:
The axium coil was returned for evaluation with the pushwire broken into two segments and the implant coil was still attached to the distal pushwire segment. The proximal and distal segments were not retained together as the release wire was found to be broken. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The proximal pushwire segment was found to be bent at several locations from the proximal end. The implant coil was found to be stretched with the polypropylene filament intact. The detachment stick was found to be bent; however, the detachment ball was found to be within specifications. It is possible that intact twr crimp or the bent detachment stick may have contributed to the non-detachment issue; however, the implant coil successfully detached when the release wire was pulled out of the pushwire. The break in the pushwire at an incorrect location may have led to the broken release wire preventing a successful manual detachment (via breaking of the hypotube) of the implant coil. All coils are 100% inspected for damage and irregularities during manufacturing. Per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). (B)(4).

Event description:
Medtronic received information that treatment of ruptured gda embolization. During the procedure, it was reported the implant coil could not be detached with instant detacher as well as with the manual detachment (breaking of the hypo-tube method, an alternative detachment method presented in the instruction for use). The coil was removed from the patient and subsequent coils were placed without issue. No further information available. No patient injury reported as a result of the procedure.